Manufacturer narrative:
(B)(4) an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during peritoneal dialysis therapy. There was no report patient injury or medical intervention associated with this event. No additional information is available.